Event description:
Hcp reported pump alarming before and after refill. In 2001: MFR's rep confirms low battery alarming. No product returned to MFR. A follow up report will be sent when add'l info is received.